Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patient observed a fluid leak during treatment. The patient reported not knowing where the source of the leak was. Follow up with the nurse indicated that there was no complications as a result of the fluid leak and there was no reported medical intervention. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.